Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer received an "error 3" message upon attempting to test using the freestyle libre reader. As a result, customer was unable to obtain glucose readings and felt hypoglycemic, subsequently experiencing a loss of consciousness. The customer was treated with orange juice and croissants by caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for the precision strips and all units performed within specification. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer received an "error 3" message upon attempting to test using the freestyle libre reader. As a result, customer was unable to obtain glucose readings and felt hypoglycemic, subsequently experiencing a loss of consciousness. The customer was treated with orange juice and croissants by caregiver. There was no report of death or permanent impairment associated with this event.

Event description:
A caller reported that the customer received an "error 3" message upon attempting to test using the freestyle libre reader. As a result, customer was unable to obtain glucose readings and felt hypoglycemic, subsequently experiencing a loss of consciousness. The customer was treated with orange juice and croissants by caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reader (B)(6) has been returned and investigated with retained strips. Visual inspection was performed on the returned reader and no issues were observed. Performed control solution test, but the test did not start. The reader further investigated and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) returned reader and debris contamination was observed on the strip port. Therefore, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.